Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds. During revision procedure once helix was extended could not be extended. The lead was explanted and replaced.